Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response and therefore cannot be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting the touch panel on the v60 ventilator has become unresponsive. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed and confirmed touch screen calibration was not possible. The rse advised touch screen replacement. The customer biomed replaced the touch screen as recommended but reported a touch screen offset (or lag) persisted. The rse determined further part replacements were necessary. Investigation on going.

Manufacturer narrative:
H11: the device was in clinical use. No reports of patient/user harm or injury.

Manufacturer narrative:
H10: a philips field service engineer (fse) installed a new touchscreen. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.